Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement, there was difficulty removing the atrial lead from the header of the device. The atrial lead was capped and the device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The complaint of removal difficulty was not confirmed. The device was received in back-up mode, without the header. The device image indicated backup operation was caused by multi-bite memory corruption. Actions have been taken to prevent reoccurrence. Analysis performed including electrical testing indicated the device exhibited normal characteristics. The device battery voltage is at eri level and the device measurements were normal throughout the entire tests. A longevity assessment was performed, and the device exceeded the projected longevity, and the battery level is eri. The battery depletion observed is considered normal.